Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3387s-40, lot#: va1pr55: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the being off target for the lead was unknown. There were no further complications reported.

Manufacturer narrative:
Other applicable component: product ID: 3387s-40, lot# va1pr55, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient undergoing lead placement surgery. It was reported the patient was undergoing an electrode and probe placement procedure. The lead placements on both sides were inaccurate. The left lead was inaccurate to plan by 4.6 mm in the medial direction. The right side was 2.5mm off anterior to plan. This was discovered by the post-operative image acquisition. The testing of both leads gave good responses, so the surgeon decided to leave the leads. This issue occurred intraoperatively and did not cause any surgical delay. Additional information was received: it was reported the surgery was performed awake. There were no further complications reported.